Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump not able to access the rewind function. The customer blood glucose level was 8.7 mmol/l at the time of incident. The customer reported that they performed self test and it was ok. Customer reported that they tried with and without reservoir to see if they could trigger the feature, but still not able to. The insulin pump will be returned for analysis.